Event description:
A health care professional reported a home pt had dry minicaps. Per the health care professional , the home pt reported the sponges to be brownish in color and the providone-iodine appeared dried out. The health care professional noted the pouches were sealed. Per the health care professional , there was no pt injury or medical intervention associated with these incidents.